Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2006 inratio 2.5, 2.2, 4.2, 1.3, 3.8. Lab 2.3, 2.3, 3.7, 3.5, 3.4. Mean 2.4, 2.25, 3.95, 2.4, 3.6. Confidence limits 1.6-3.4, 1.4-3.1, 2.3-5.7, 1.6-3.4, 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. One set of data was outside the confidence limits for inr testing. Products will be investigated. Caller used the last strips and didn't remember the stips lot number.insufficient information available. No conclusion can be drawn.